Event description:
It was reported that during the implant procedure, the pulse generator was unable to pace when connected to the associated leads. After several attempts, the device paced intermittently. The device was not implanted, and was replaced.

Manufacturer narrative:
Analysis found normal device characteristics.